Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow sensors were replaced and the tubing was cleaned. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, subsequent to calibrating the flow sensors, the unit alarmed 'no expiratory flow sensor' and 'no inspiratory flow sensor'. There was no report of patient involvement.